Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported slow deflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in an arteriovenous shunt with moderate calcification. A 5.0 x 80 mm armada balloon catheter was inflated two times at 14 atmospheres, when it partially deflated. The balloon catheter was removed from the introducer sheath and the procedure was completed using an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.